Manufacturer narrative:
Of the 3 allegations of a malfunction, 1 pump was returned to animas and investigated. A malfunction was not confirmed or duplicated.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a insulin on board calculation issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-45 years of age and of unknown weight. Of the reported patients, 2 were male, 1 were female, and 0 were unknown.